Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the part was returned to triangle already disassembled¿the switch was found to be damaged beyond repair. The supplier stated, ¿upon arrival at triangle, the switch was found to be damaged beyond repair, so a replacement switch was used to test the motor and circuit board. When connected to a battery and tested, the motor did not function. A replacement motor was installed to ensure the circuit board was functional. When it was connected to a battery and tested, the motor functioned as expected¿moisture and corrosion inside the gearhead was found when the motor was dissembled¿the switch was found to be bent...all three (3) metal contact plates were permanently bent in the ¿on position". The supplier concluded, ¿the functional test results point to the conclusion that the circuit board and motor were not the cause for the device continuously running. It is more likely that the switch malfunctioning was the cause. It is likely that the switch buttons¿ contact plates became bent due to excessive actuation force or extensive field use. This caused the button to be locked in the actuated position and the motor to run continuously as the complaint stated. Based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for the battery powered drive runs continuously. It was found during testing, no surgery involved. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the running continuously. The repair technician reported the base plate was cracked, the membrane vent was damaged, and the motor only ran at low speeds. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: housing, base plate, membrane vent, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.